Event description:
It was reported that during attempted implant of the right ventricular lead, the helix did not extend after more than 15 turns. After the physician tried to retract the screw, the helix would not retract. The lead body was turned to remove the lead from the patient. The lead was replaced with a new one. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4), the full lead was returned and analyzed. It was noted that the lead was stretched, the inner insulation was kinked and buckled, the helix/lobe was distorted/bent, the helix was blocked by the guide tooth, the guide tooth was damaged, and the lead appeared damaged at implant.